Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Multiple mics will register and complete pre op setup only to fail at bone resection. No success with ¿reset cutter¿. Surgical delay 5 minutes.

Manufacturer narrative:
Reported event: it was reported that multiple mics will register and complete pre op setup only to fail at bone resection resulting in surgical delay 5 minutes. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) were manufactured under lot no k0b9w and all 25 devices were accepted into final stock on 05/22/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b9w shows 01 additional complaint(s) related to the failure in this investigation. The related complaint is (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event. Device not returned.

Event description:
Multiple mics will register and complete pre op setup only to fail at bone resection. No success with ¿reset cutter¿. Surgical delay 5 minutes.